Event description:
Patient reports the bd syringe needles are too dull. Patient uses the syringe with needle withdrawal drug from vial and inject into her skin. She confirms she does not reuse her syringes. Pharmacist suggested she try changing to a new needle after withdrawing the medication from the vial before injecting into her skin.